Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped out. The device still had air in it, and the surgery was completed with the same device. The hospital did not report any patient complications. The product was discarded.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned, an investigation could not be performed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).